Event description:
In 2006, the patient was treated for a descending thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. Follow-up imaging reviewed by gore on the following month, showed evidence of a proximal type I endoleak. The physician did not treat at that time. An imaging evaluation conducted by gore on the following year, with two post implantation time points (twelve months) show evidence of an undeterminable endoleak. No re-intervention has taken place.

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause.